Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported low blood glucose issue.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. The customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer consumed carbohydrates to address low bg and reverted to manual injections for insulin therapy.